Event description:
The international customer reported the ventilator would not power on while on ac power. The customer reported there was no patient involvement.

Manufacturer narrative:
Pr#: (B)(4).